Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 37 mg/dl and current blood glucose value was 271 mg/dl. Customer passed out and was sweating. The customer was treated with food. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.